Event description:
Pt had bilateral nephrostomy tube placed in 2001. On 1/2002, tubes in good position. On event date noted under fluoroscopy that left nephro tube broken at the "pig" tip of the catheter. The body of the tube was removed. The tip of the catheter was snared and removed by md.